Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the serfas stays on when we don't press the buttons or it starts by itself and we can't stop it. The probable root cause/s could be probe short (due to fluid ingress). A broken/damaged bond of the polyimide and suction tubing causing a leak to the pcb can lead to a short circuit. The failure mode will be monitored for future reoccurrence.